Manufacturer narrative:
The lens remains implanted, therefore, it is not available for eval. The lens serial/lot number was not provided, therefore, a device history review (DHR) could not be conducted. Based on the current info, the specific root cause of the event could not be determined.

Event description:
It was reported that asymmetric lens vaulting was noted 3 months post-implant in the pt's left eye. Reportedly the surgeon addressed the lens vaulting by lens reposition, capsular tension ring (ctr), and selective yag capsulotomy. Reference MDR # 2031924-2014-00170 for the lens used in the right eye. Additional info has been requested, but no additional info has been received by bausch + lomb to date.